Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented with an insulation anomaly on the right ventricular lead. The lead was explanted and replaced. The patient was stable.